Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by quick disunity? Did the sutures absorb prematurely? Did the sutures break? Did the knots untie? When did the disunity occur (while in the package/during dispensing/during preparation/ during use)? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Over a two week period, the suture had quick disunity and the device caused allergic reactions, inflammatory scars and a strong inflammatory reaction. Additional information was requested.